Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in the hospital for a reason unrelated to the device, oversensing was observed. Upon interrogation, the device appeared normal. Inappropriate auto-mode switch episodes and noise were observed. The have been no issues since.